Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 158 cfus comprised of the following 5 isolates: 2a: positive rods - corynebacterium amycolatum, 2b: negative rods - cellulomonas species, 3: positive rods - bacillus species, 4: positive coccobacilli - corynebacterium singulare, 5: positive rods - bacillus simplex, 6: negative rods - paenibacillus provencensis. The loaner duodenoscope was received by pentax medical for evaluation on 28/jan/2019. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed on (B)(6) 2019 yielded a total of 10 cfus comprised of the following 4 isolates: 1: positive rods - bacillus altitudinis, bacillus aerophilus, 2: positive rods - bacillus fordii, 3: positive rods - bacillus circulans, 4: positive rods - bacillus spp. The duodenoscope was inspected by pentax medical service on 18/mar/2019. Inspection findings included the following: distal cap - fixed type fail passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, unit tested all function pass. Since no repairs were required to be performed since all functions passed, the loaner duodenoscope was shipped back to the facility on 19/mar/2019. Study number (B)(4).